Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that one long air bubble was present in the tubing. Caller filled the tubing until the air bubble was no longer visible. Blood glucose level was 216 mg/dl at the time of the call. No further information was provided.